Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, declining impedances on all conductors. The lead was explanted and replaced. After explanting, it was noted that the lead insulation had broke and the conductors were now exposed. No patient complications have been reported as a result of this event.